Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history records were reviewed on 07 may 2020. 2 unrelated non-conformances were found on this lot number. Final micro and sterility tests were passed. (B)(4) units were released. Lot expiry date: 31 august 2022.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision to address infection. Date of implantation: (B)(6) 2020. Date of revision: (B)(6) 2021. (Right knee). Treatment: revision, removal of all implants, with placement of an antibiotic spacer.